Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer had a motor error alarm. Customer had been having lows for the past 2 days. Customer was not currently wearing the pump. Caller stated that it looks like 190 units were delivered yesterday. Customer did not have the pump on all day. Customer's blood glucose was 38 mg/dl and she had glucose tabs. Customer was low all day even after she took off the pump. Customer was at a birthday party before the alarm occurred. Customer stated that they are able to complete the rewind sequence. Also, it was found that there were 3 boluses before the pump was removed at 8:30 am. Caller stated that there haven't been any button errors or buttons that were sticking on the pump. It was found that the customer was not high yesterday but the pump was programmed to deliver 165 units of insulin. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window and a cracked reservoir tube lip.